Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service alarm for a communication issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07-dec-2017 with the following findings during investigation, the black box and alarm history show no evidence of ¿communication¿ alarms. Battery compartment is undamaged, no battery cap was returned, test battery cap is able to fit securely. The ez-prime¿ steps were performed correctly, no ¿communication¿ alarm or any eaw occurred during the investigation, unable to duplicate ¿communication¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the pcb or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.